Event description:
Dealer states the weld by the head tube broke away from the frame. He says the end user is a big man and this chair is 11 years old so he believes it has been this way for a while and it just finally broke all the way.